Manufacturer narrative:
The pump product was returned and analysis completed. The impeller blade damage root cause could not be determined. Because fluoroscopic imaging of the pump/additional evidence was not returned, a definitive cause of the fracture could not be definitively determined. The failure mode will be monitored and trended.

Event description:
A patient was admitted suffering from an acute myocardial infarction and was placed on an impella cp for hemodynamic support. The impella cp stopped and restarted during support. The pump restarted with suction. The team made choice with the family not to escalate care or transfer the patient despite this level of pump performance/suction. The patient expired on support. In the pump analysis, the engineer discovered damage to the impeller blade.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.